Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had scale marking missing. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. A customer of ours contacted us about a problem with qosina pn c3307/your pn 301029. In their complaint, they state that several syringes are missing the graduation marks/print on the barrel of the syringe. They state that they have (B)(4) defective units. I have attached a photo of the issue and the packing list that came with the delivery from which this complaint originated. Please let me know if there is any other information that is needed at this time. Thank you kindly, additional information provided: 1. What is the date of event? 7/15/2024. 2. Please share the lot number. The packing list that came with the delivery was attached to our initial email, but the bd lot number is 2217601. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Samples can be requested if necessary.

Manufacturer narrative:
Investigation summary: 10 syringes were received and analyzed by our quality team. The marking on syringes was smeared and inconsistent- verifying the customer's complaint. The manufacturer was contacted and the root cause of this issue is an incorrect application of scale marking during production of syringes.

Event description:
Samples received.